Event description:
Hoveround received a letter from an attorney on 10/01/03 dated 09/29/03 alleging that a user fell out of a hoveround power wheelchair in 2002. According to the letter, the fall caused a closed head injury which resulted in user's death three weeks later. Hoveround was not informed by the user's family at the time of injury or death that the alleged incident had occurred. In fact, the user's family member contacted hoveround ten days after the date of event to inquire about the ownership of the power wheelchair and made no mention of the client's alleged injury.